Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and confirmed that the touch panel screen was showing a black display due to an issue with the cxps. The technician reprogrammed the cxps, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that touch panel screen connected to their hexavue custom room rack was showing a black display. No report of injury.